Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, it was discovered that this right ventricular (rv) lead was not pacing when required. The lead was subsequently repositioned. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.